Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on radius. A visual and microscopic analysis was performed which identified striated opening on radius, wear abrasion, creases fold and observed split in patch area, it is out of specification was identified which is characterized as a workmanship. Base on the device analysis the final assessment is a split in patch area, assessed as a workmanship and a striated opening on radius due to surgical damage consist in the use of some surgical tool. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the vulcanized patch bond inspection and visual inspection was realized according the applicable revision, correspondingly, at the moment of the operations were performed. Based on the additional analysis performed for the fis involved, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch. This defect is considered a workmanship. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported right side capsular contracture, baker grade IV. Device has been explanted.